Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident and to prevent pulmonary embolism on a prophylactic basis. At some time post filter deployment, it was alleged that filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. On the next day of post deployment, an abdomen kidney, ureter and bladder (kub) 1 view demonstrated that an inferior vena cava filter was noted. After five months and three weeks, an attempt was made to retrieve the tilted filter from the patient¿s body. Using ultrasound guidance, the right internal jugular vein was accessed. A 5-french sheath was passed over a threaded wire and then an omni flush catheter was positioned in the inferior vena cava distal to the level of the filter. An inferior vena cavagram showed that the filter was angulated. There was no filling defect. The bard recovery sheath and system were then deployed to the level just proximal to the filter. The filter could be grasped but could not be removed because of the angulation. At this point, the physician utilized a tip-deflecting wire to straighten out the filter, but the filter went back to its original position. At this point, the physician used a second bard recovery system and had the same issue with the angulation. The tip of the sheath would go around the filter and could grasp the tip of the filter but did not adequately obtain purchase to remove the filter. The sheath was removed, and pressure was held for 10 minutes with good hemostasis. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.